Event description:
"S/p b submusc transax dc salines for augmentation. Pt c/o r being smaller x "a few yrs," but denies decreased size or h/o trauma. The l encapsulated 1 yr after sx. Had mod local pain l greater than r. Main concern is systemic probs which have developed in last 4 yrs. These include arthralgias (upper greater than lower with + am stiffness)/myalgias, paresthesias/dysesthesias, spasms, fatigue, sleep disturb, sore throats, frequent sinusitis, headaches, visual changes, dizziness, memory loss, hair loss, itching, photophobia and miscarriage. Pt is otherwise healthy."